Event description:
Patient reported that she has had two insulin cartridges that have leaked into her device. Insulin cartridges began to leak after 3-4 days of use. Patient could not see any cracks in the insulin cartridges. Patient experienced elevated blood glucose levels (500+mg/dl) for 5 days. No errors were generated by device. Patient self-treated high blood glucose by delivering insulin via injection.